Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted.

Event description:
It was reported that their insulin pump buttons were unresponsive. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the act key did not work. Troubleshooting was not provided. The insulin pump will be returned for analysis.